Manufacturer narrative:
A ge representative advised the customer to verify the power at the control processor circuit board. The customer confirmed the power was low at this circuit board and therefore adjusted. The system was tested and operates as intended.

Event description:
The customer reported the system displayed a control panel error message. No pt injury was reported.